Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate. Tandem technical support reviewed pump data and was not able to confirm fill estimate discrepancy. There was no impact to the customer's blood glucose level.